Event description:
The customer has problems with settings getting erased and causing high bgs. The customer's secretary stated they were admitted recently in the hospital for high bgs. In addition, the customer had been repeatedly getting an error alarm. Suggested to discontinue the pump use.